Event description:
It was reported that non-specific malfunction was observed on the lead. The lead was revised in (B)(6) 2013.

Manufacturer narrative:
(B)(6).

Event description:
Additional information received indicated that the lead was explanted due to slightly elevated capture thresholds.